Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that the auxiliary printed circuit board assembly would not charge the 12 volt battery. Since the event occurred during routine testing, there was no pt involvement during this event.